Event description:
Tech alleged that the ground resistance is too high. No pt impact.

Manufacturer narrative:
The tech found the power cord ground plug was loose. The tech replaced the power cord to resolve the issue.